Event description:
Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia" beginning on (B)(6) 2019, "pen is not injecting insulin" with an unspecified onset date, "piston rod of his pen is not moving" with an unspecified onset date, "use the dialling clicks to estimate the dose of the insulin" with an unspecified onset date, "general reuse the needle" with an unspecified onset date, "left the needle attached to the pen in between injections" with an unspecified onset date, and concerned a 56 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing due to "diabetes melitus", , novorapid penfill (insulin as part) from unknown start date and ongoing due to "diabetes mellitus" (dose and frequency 15 iu before each meal), , novofine 32g 6 mm (needle) from unknown start date due to "diabetes mellitus", batch number of novofine 32g 6 mm has been requested. Action taken to novofine 32g 6 mm was not reported. Investigation results- name : novopen 4 batch number: hvgn732-2 the product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml batch number: hs66f58. The product was not returned for examination. The batch documentation was reviewed with focus on cracks. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. Novofine 32g tip 6mm - batch number : unknown. No investigation was possible, because neither sample nor batch number was available. Manufacturer comment: 02-sep-2019: as the device (novopen 4 and novofine 32g 6 mm needles) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: name : novopen 4 batch number: hvgn732-2. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. Pen is not injecting insulin [device failure]. Piston rod of his pen is not moving [device issue]. Use the dialling clicks to estimate the dose of the insulin [wrong technique in product usage process]. General reuse the needle [multiple use of single-use product]. Left the needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia" beginning on (B)(6) 2019, "pen is not injecting insulin" with an unspecified onset date, "piston rod of his pen is not moving" with an unspecified onset date, "use the dialling clicks to estimate the dose of the insulin" with an unspecified onset date, "general reuse the needle" with an unspecified onset date, "left the needle attached to the pen in between injections" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing due to "diabetes melitus", , novorapid penfill (insulin aspart) from unknown start date and ongoing due to "diabetes mellitus" (dose and frequency 15 iu before each meal), , novofine 6 mm (needle) from unknown start date due to "diabetes mellitus", patient's height: 179 cm. Patient's weight: (B)(6) kg patient's bmi: 23.4080. Medical history included diabetes mellitus (since 1998) and neuropathy. Historical drug included mixtard 30 penfill. Concomitant products included -becozyme [vitamin b complex](vitamin b complex), thiotacid(thioctic acid), lantus(insulin glargine). On an unknown date patient complained that piston rod of pen was not moving and not injecting insulin. On (B)(6) 2019 after adding new penfill also pen did not to inject insulin as the piston rod did not move to press on the penfill leading to hyperglycemia with random blood glucose level of 512 mg/dl (normal reference ranges values not exceeding 250 mg/dl) as the patient could not take the dose. The patient could not remember his fasting blood glucose level and his last glycosylated haemoglobin (hba1c) was 6.5 %. Patient was not suffering from any other diseases. It was also reported that, patient used the dialling clicks to estimate the dose of the insulin. Patient reused the needle and left the needle attached to the pen in between injections. Needle was attached in a 180 degree angle and higher force needed to inject insulin also novopen 4 was preserved in refrigerator. Batch number of the novorapid penfill and novopen 4 was available. Batch number of novofine 6 mm has been requested. Action taken to novorapid penfill was not reported. Action taken to novopen 4 was not reported. Action taken to novofine 6 mm was not reported. The outcome for the event "hyperglycemia" was not yet recovered. The outcome for the event "pen is not injecting insulin" was not reported. The outcome for the event "piston rod of his pen is not moving" was not reported. The outcome for the event "use the dialling clicks to estimate the dose of the insulin" was not reported. The outcome for the event "general reuse the needle" was not reported. The outcome for the event "left the needle attached to the pen in between injections" was not reported. Reporter comment: patient did not change from another novopen to the current novopen recently.